Event description:
Bed had 4 split rails. Resident attempted to get out by squeezing herself between the rails. She accidently activated the central liner to raise the head of the bed causing the resident to become wedged. She suffered no serious injury. Bed rails changed to single rail.